Event description:
It was reported that the programmer was unable to interrogate a device. The radio frequency (rf head) was replaced, but it was still unable to interrogate. The programmer and last rf head tried were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head electromagnetic field immunity is out of specification and rf head cable is twisted. Further examination also showed the lower case is out of specification and there is corrosion on the magnet. Concomitant products: product ID 2090w programmer; product ID 229047 analyzer. (B)(4).